Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had constant tone issues. The customer states the pump was buzzing and the buttons were unresponsive. The customer's blood glucose level was 340mg/dl. Troubleshoot was conducted but the issues persist. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly during testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was monitored and no unexpected audio or beeping alarms, vibrate alerts, or constant buzzing or tone occurred during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.